Event description:
It was reported that the patient presented for follow up after the ventricular tachycardia (vt) storm. An interrogation of the implantable cardioverter defibrillator revealed that the device entered backup operation after high voltage therapy was successfully delivered during vt storm. The device was restored via programming. The patient was stable.

Event description:
New information noted, that the device was explanted and replaced on (B)(6) 2024. There were no patient consequences.